Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened button dome switch. The insulin pump also had a cracked case at the display window corners.

Event description:
Customer reported via phone call that there is a keypad anomaly. The blood glucose reading is 174 mg/dl. The insulin pump will be replaced.